Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review for model 11532269 lot number 21046194 was performed. The search showed that a total of (B)(4) in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with a bd alaris¿ smartsite IV pump sets chemo was dripping from the filter area from a tiny hole in tubing. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that chemo was dripping from the filter area of the tubing due to a tiny hole. Customer also states the same thing happened days prior.

Event description:
It was reported that during use with a bd alaris¿ smartsite IV pump sets chemo was dripping from the filter area from a tiny hole in tubing. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that chemo was dripping from the filter area of the tubing due to a tiny hole. Customer also states the same thing happened days prior.

Manufacturer narrative:
Date of birth: patient¿s birthday was not provided, (B)(6) 1997 was used based on age of patient. The initial reporter also notified the FDA. Medwatch report # 4500440000-2021-8031. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.